Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). When the customer performed both flowflex tests correctly, both test cassettes showed nothing next to the t-line and nothing next to the c-line. The test result window on both test cassettes was blank. The customer has thrown away both test cassettes in question.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4080004 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cov4080004 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). When the customer performed both flowflex tests correctly, both test cassettes showed nothing next to the t-line and nothing next to the c-line. The test result window on both test cassettes was blank. The customer has thrown away both test cassettes in question.